Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that there was loss of capture and loss of sensing in the ra channel. During revision procedure, an isolation defect was observed at a strong bend on the lead so the lead was replaced with good measurements. The condition of the patient after the procedure was good.